Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: she was experiencing multiple holes cut into patient's stomach to find device. Patient underwent a laparoscopy with bilateral salpingectomy removal of essure tubal inserts from omentum, and suturing of uterine fundal laceration incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube"), uterine perforation ("perforation (uterus) uterine fundal"), device dislocation (": migration of essure device ¿ intestine") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2006), spinal cord injury in 2007, asthma in 2000, irregular periods, bronchitis, asthma aggravated, urge incontinence, dysfunctional uterine bleeding, asthma, allergic rhinitis, paraplegia, scoliosis, anemia, thyroid nodule, spinal fusion surgery, hematoma and cramps of lower extremities. Family history included prostate cancer (maternal grandfather) and colon cancer (maternal grandfather). Concomitant products included acrivastine (benadryl allergy) since 2011, budesonide w/formoterol fumarate (symbicort) since 2011, cetirizine hydrochloride (zyrtec) since 2011, cilest (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, cilest (sprintec) from 2014 to 2016, cilest (tri-sprintec) from 2009 to 2014, diazepam since 2007, loratadine (claritin) since 2011 and salbutamol (albuterol) since 2000. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/ pain/ sharp pain on right side/severe"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (underwent a laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, uterine haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: she was experiencing multiple holes cut into patient's stomach to find device. Patient underwent a laparoscopy with bilateral salpingectomy removal of essure tubal inserts from omentum, and suturing of uterine fundal laceration. She had some spotting with baby #2 during pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on 1-feb-2018: new events added: migration of essure device ¿ intestine, perforation (uterus) uterine fundal incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.